Event description:
It was reported that during a procedure for a carcinoma of the stomach, the anastomosis stoma was bleeding. The staples were not formed completely so the physician changed to hand sewing. There was no reported pt consequence.